Manufacturer narrative:
Uf / importer report number: the user facility submitted medwatch# (mw5078082) for this event. The related issue can be found in MFR report #1416980-2018-04574. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the center port after compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.